Event description:
It was reported to philips by a customer that the unit not powering on plugged in or not. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated that the unit would not power on and goes into alarm sound. During the inspection of the unit, the biomed discovered that the ribbon cable on the flow sensor assembly was burnt and the top small pcb was also burnt so he replaced the flow sensor assembly, and now the unit turns on and operates. As the customer also replaced the cpu pcba during the troubleshooting of the unit which did not resolve the issue, the customer was provided the software options codes to enable the 6 options: ramp, cflex, avaps, ppv, auto trak, and hft.

Manufacturer narrative:
Additional information was received indicating that the reported issue was found during periodic maintenance. Based on this information, it has been concluded that this is not a reportable event.